Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the vulnerabilities scan report for march2026 was provided, and the customer has requested support. No adverse events or patient harm was reported in the associated complaint (B)(4). Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the vulnerabilities scan report for march2026 was provided, and the customer has requested support. No adverse events or patient harm was reported in the associated complaint (B)(4). The complaint contained no allegation of serious injury or death. Based on the results of the analysis, the identified vulnerability is related to the ¿chargen udp (user datagram protocol) service remote denial-of-service (dos)¿ issue. This identified vulnerability is a network security issue associated with udp port 7 (echo) and udp port 19 (chargen). When both services are enabled, they can be exploited to create a traffic amplification loop that causes a denial of service. By default, these two services are not installed or enabled on windows server; therefore, these ports are closed in a standard environment. The philips service engineer has confirmed that these ports are not enabled on the iscv server. Based on this, there is no risk of this vulnerability being exploited, and no further action is required. Hence, this record is considered to be non-reportable. Note: the evaluation results FDA c-code, and conclusion FDA c-code have been updated in this emdr.